Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, d.6a, d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e.1.: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.